Event description:
Champion-af study: it was reported that death occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx pro closure device was implanted with complete device seal noted. The patient was discharged on apixaban and clopidogrel. 312 days post index procedure, the patient died. At the time of the event, the patient was on aspirin and clopidogrel. The cause of death remains unknown as the notice of the death was found on the obituary site, and no further details were made available as no calls to family will be made per the facility.